Manufacturer narrative:
Analysis investigation: upon reception, the returned smart touch tablet was tested and the reported behavior was not confirmed, since it could communicate with a reference pacemaker. Review of the provided expertise files revealed communication errors between the inductive telemetry head and the implant, which led to the impossibility to interrogate it. These errors could have resulted from a poor positioning of the inductive telemetry head over the implant or from external perturbations, which disrupted the communication between the telemetry head and the implant. This case is recorded for trend purposes.

Event description:
Reportedly, it was not to interrogate the implanted pacemaker.

Event description:
Reportedly, it was not to interrogate the implanted pacemaker.